Event description:
Iridex became aware of a complaint reporting a conjunctival hemorrhage during treatment. The patient also reported experiencing pain following a procedure using micropulse p3 probe. The fiber tip was reported to be protruding by 2-3 mm during the treatment. No additional information was provided. Engineering failure analysis was performed on the returned device and the results confirmed this observation. Supplier notification was completed and the supplier performed a batch record review. A specific cause was not determined. It is possible that the fiber became loose either during transit or during treatment. A five year historical review of complaint data for micropulse p3 was completed. The device hazard analysis was also reviewed and there is no impact to the risk evaluation associated with this incident. Based on the data reviewed, this event does not appear to be occuring with a greater frequency or severity.